Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735850, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the usb port was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The usb cable was returned to the manufacturer for analysis. The front plate on the returned cable is damaged around the edge. Otherwise, a continuity test revealed a short from pin 1 to pin 4. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system is displaying "usb over current notice" only on the camera cart. Rebooted several times and message still displays. The double usb port was tested with the mouse on the camera cart and the mouse would not work. The ss usb would work. There was no patient present when this issue occurred.